Event description:
Additionally, the customer reported that the xenon light source had no image.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5; d8; g3; h2; h6 and h11 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was due to the unit have bad scope socket (corroded and rusty) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source wasn't accepting a scope for image and had chronic scope communication error b30. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.